Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 47 mg/dl. The customer had not reported any symptoms and was treated with glucose tablets (figs or dates). Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 92 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal (slightly indented). Customer reports programming is accurate. Customer has pump set on vibrate and low reservoir alarms are in history. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed.